Manufacturer narrative:
The customer will be not sending back the device for investigation, the autopulse can be use normally after clearing the error message.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. Customer was unable to clear system error message. No patient involvement.